Event description:
It was reported that during an implant procedure, the patient experienced av block due to the right ventricular lead implanted in the his bundle. Two weeks after the implant procedure, the complete heart block persisted and the lead is still in use. No further patient complications have been reported as a result of this event.